Event description:
Thermolite blanket that was attached to the blanketrol unit leaked. It was sitting on top of the blanketrol unit (on, but not on the patient at this time). It developed a bulging pocket of water and was found with water leaking onto the floor as well as out of a pinhole size hole that was streaming across the room. The blanket and the hose were disconnected. No harm to the patient incurred.